Manufacturer narrative:
Corrected data: supplemental MDR inadvertently left off correction to suspect device.

Event description:
Clinic notes dated (B)(6) 2014 noted that the patient experienced an increase in the frequency, length, and intensity of seizures. It was noted that these events occurred prior to the patient's (B)(6) 2014 follow up visit. The vns output was increased and banzel dose was increased. At the (B)(6) 2014 visit, it was noted that the caretaker reported that there had been some improvement in seizure frequency and intensity since the changes were made in (B)(6), but the patient had 12 "little seizures" on (B)(6) 2014. The caretaker also noted that there has been some stress in the patient's life lately. The device was interrogated and found to be at ifi - no. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that the 12 little seizures the patient experienced were likely non-epileptic. It was difficult to determine whether or not the patient's seizures were above the patient's pre-vns baseline frequency since the patient was experiencing both epileptic and non-epileptic seizures. The physician indicated that the increase in seizures is possibly related to vns therapy.